Manufacturer narrative:
(B)(4). A review of the device history records was attempted but the part and lot number combination could not be confirmed. Without a valid part/lot combination the device history records review could not be completed and the manufacturing date could not be determined. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being inspected by the manufacturer, it was noted that the hex screw driver head was warped.

Manufacturer narrative:
Patient height reported as (B)(6). Patient age or date of birth is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date for unknown screw is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal on (B)(6) 2017, as the surgeon was using an 1/8 inch hex driver-male, the portion that attaches to the screw snapped off. The portion that broke off was easily retrieved and no fragment fell into the patient. The surgeon had another screwdriver available. The rest of the procedure was uneventful. All explanted hardware was removed intact. The reason for the hardware removal is unknown, patient was not revised to new implants. There was no time delay reported and the patient status is stable. Concomitant device reported: screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) hex driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation: the etch on the device is worn and the lot number is unable to be read; however the lot number was able to be determined and the DHR review was able to be performed. (B)(4). A device history record (DHR) review was performed on part # 03.611.112, lot # 565902e06: release to warehouse date: 06-jun-2006, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned part measured 46.85mm in length. Based on the drawing, there is a fragment of approximately 3.95mm missing from the distal tip of the device. The distal tip of the device is also twisted in the direction of screw removal. The etch on the device is worn and the lot number is unable to be definitively determined. Therefore a device history record review is unable to be performed. The device has surface wear which does not impact functionality. A visual inspection, and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings were reviewed during investigation. Based on review of the drawings the device was not produced to the current drawing, as an etch of the UDI was added as part of this drawing, and the part is not etched with the UDI. The device was therefore produced prior to oct 26, 2016. The design history was not found to impact the complaint condition. No definitive root cause was able to be determined. The broken tip was likely related to excessive torque during use. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.